Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with swelling around the device site that began a few months post implant. It was thought to be a hematoma as there was no elevated white blood cell count, no fever, and no redness around the site. During the procedure when the incision was made, white-yellow pus began to drain from the device pocket. The implantable cardioverter defibrillator (ICD) system was removed due to probable infection. No further patient complications have been reported as a result of this event.